Event description:
The customer reported via phone call that the insulin pump alarmed a software error, indicating a bad pointer, impossible default case, and/or parameter out of range. Customer reported being hospitalized due to high blood glucose levels without a back-up plan after having discontinued use of the insulin pump for 4 days. The customer also reported that the insulin pump had a blank display and was unable to reboot the device. The customer's blood glucose was over 100 mg/dl at the time of the 911 call, during which the customer was advised to go to the hospital. The customer complained of vomiting, frequent urination and not feeling well. The customer's blood glucose was 164 mg/dl at the time of the blank display. Troubleshooting was not performed for the past event. Customer did not have the insulin pump with him. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace and return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.